Event description:
It was reported that when using the bd pyxis¿ es server , the new orders were not updating or populating for one specific patient. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders had been entered with incorrect unit information. A technical support specialist explained the findings with the customer, customer agreed to close the case and no further investigation required for this device.

Event description:
It was reported that when using the bd pyxis¿ es server, the new orders were not updating or populating for one specific patient. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.